Event description:
New information received notes that the source of the infection was unknown. Patient was stable post procedure.

Event description:
It was reported that the patient developed pocket infection. System consisting of pulse generator, right atrial (ra), right ventricular (rv) and left ventricular (lv) leads was explanted (B)(6) 2018. Also, there was erosion. Additional information was not reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.